Event description:
The facility reports while lifting the resident out of the chair pt moved to the left and the end of the sling arm slid across pt's left eye, causing a bruise. No other injuries were noted.